Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date unknown, no information has been provided to date. One decontaminated product was received for investigation. Under visual inspection the sample appeared to be in good condition. Functional testing confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A device history record (DHR) review was not performed as no lot number was provide and no product fault was found. No trend of similar customer complaints was identified.

Event description:
It was reported that after the customer intubated the product into the patient, leakage of air from the cuff was observed. The tube was replaced to correct the issue. No adverse patient effects were reported by the customer. It was reported that no further information is available.